Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. This complaint was received as part of a clinical survey. Contact information was requested but not provided by the customer in the survey process. As such, additional information including regarding the patient or subject sample cannot be obtained. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported as part of a focus survey: 4 fr single lumen of unknown length inserted to the basilic vein, exit marking 3cm, locked with saline, secured with 4fr securacath between 3cm and 1cm marking, then dressed straight along the patient¿s arm. PICC was used for antibiotics of unknown type. PICC was not used for CT scans and there were no interventions for occlusions. Leakage was identified by visible hole/fracture outside the patient (at exit site or on external part of PICC) after 6 days of use. Patient was in the hospital in general medicine at the time the leak was discovered. Patient did not take the PICC home at any time or complete any catheter maintenance, unknown if they participated in any physical activities. There are no xray images for this incident. Catheter site was cleaned with chloraprep (1.5). No additional comments.